Event description:
Patient fluid removal set at zero due to hemodynamic instability. Patient became more hypotensive. Checked prisma machine and fluid removal stated "175ml" and increasing, although set at "zero." Started fluid bolus and stopped prisma machine. Exchanged for a new machine. About two hours later, the same event occurred with the new prisma machine. Inspected for signs of kinked tubes or other malfunction. Patient became hypotensive in both events.